Event description:
Reporter stated, "tibial insert would not fit properly with the mating baseplate (6632-3-303) that was supplied in the loaner kit rec'd." Over 30 min. Surgery delay.

Event description:
The femoral and tibial baseplate were cemented in place but the baseplate would not accept the tibial trial. Implant was opened, and it would not fit. Tibial component was removed and a larger s 1 tibial baseplate was implanted. Over 30 min surgery delay.